Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020. The patient was stable.

Manufacturer narrative:
The reported field event of failed to upgrade was confirmed in the laboratory. Device image indicated that remaining battery capacity was low, and device was in slow ble mode. Device did not meet the minimum upgrade requirement because of slow ble mode, and therefore it failed product code upgrade. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that software update anomaly issue was observed on the device. The message of failed download was noted when updating the device. Multiple attempts were tried but were unsuccessful. The device would be replaced. The patient was stable.